Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the reported clinical observations.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was not able to establish telemetry or be interrogated. The field representative also noted the patient's heart rate was in the 40s, and thought the device may not be pacing. Boston scientific technical services (ts) discussed troubleshooting options. Additional information was received that surgical intervention was performed and the device was successfully explanted and replaced. No additional adverse patient effects were reported.